Event description:
Boston scientific received information that a lead revision was performed due to a possible early perforation. Prior to the revision, the lead displayed loss of capture and reduced r wave amplitudes. The lead was repositioned, and shortly after the procedure the patient's blood pressure dropped and an echocardiogram showed a pericardial effusion. Intervention was performed to remove excess blood from the pericardium. The patient was checked over the next day and the issue was determined to be resolved. The patient was discharged shortly after.

Manufacturer narrative:
The lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.